Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was part of a system extraction due to patient was experiencing superior vena cava (svc) syndrome. This lead was explanted. No additional adverse patient effects reported.